Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Solution is dried on the lens. Both haptics are bent in the gusset and distal area against the posts and the well area of the lens case. The optic has multiple small split/cracks and deep scrape marks, which may have been interpreted as the reported complaint of ¿wrinkled¿. All product and batch history records are quality reviewed prior to product release. An unspecified associated product was indicated. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the report of "wrinkled". The lens is not wrinkled. The optic has multiple small split/cracks and deep scrape marks, which may have been interpreted as the reported complaint of ¿wrinkled¿. Other lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. It is unknown if the observed lens damage is related to the loading issue. The product investigation could not identify a root cause for the reported complaint of ¿would not load¿. Not enough information was provided to determine if a qualified product combination was used. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol), with a description of "lens was wrinkled and would not load". Per the reporter, there was no patient contact, the procedure was completed the same day, and the product is available for return. Additional information was requested.